Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial remote training the user was unable to attach the infusion connector to a new ilet despite multiple attempts with new prefilled cartridges and a new connector, and the connector twisted freely when no cartridge was inserted. Symptoms included no reported adverse clinical effects. Outcomes included provision of a replacement ilet and instructions for shutdown, data handling, return logistics, and continued cgm use with the dexcom app or receiver. Investigation included troubleshooting by phone and replacement of the device. Investigation of this case revealed a suspected mechanical interface issue at the connector-to-pump connection that prevented secure engagement, consistent with a device mechanical problem localized to the connector/pump interface. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical issue.